Manufacturer narrative:
Product event summary #geo event description: it was reported that the right atrial (ra) lead showed high thresholds. During follow up an exit block of the ra lead was observed multiple times. This was not reproducable during testing with elective replacement. The ra lead was capped, abandoned and replaced. No further patient complications have been reported as a result of this event. Preliminary geo assessment: review of std: >>all paramters in range/normal >>no thresholds measured reported high thresholds could be related to tip tissue issue. Exit block was not reproducable, could be related to patient condition. Suggests no lead issue preliminary geo conclusion: suspect lead ok product analysis #(B)(4): (B)(6)/ mon (B)(6) 2018 13:32:26 gmt-0500 central daylight time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4) model#: 407652 serial/lot#: (B)(4) methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- (B)(6) 2018 13:32:21 cst pli# 10 product ID# 407652 the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.